Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The customer complaint of a transmitter failed error was confirmed. The root cause could not be determined.